Manufacturer narrative:
Evaluation summary: one sample was received for evaluation contained in a plastic bag. The reported defect could not be detected on the unit returned for evaluation. The investigation found the device to function normally. Visual examination shows that there is no sign of any defect. The returned unit was leak tested under water and no leakage was detected and inflated without any issue. The most probable root cause is an inflation device remained in the inflation valve allowing the air to escape. Please refer to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices had cuff breakage and it was ruptured. It was tested and they found leaks. There was no patient involvement.